Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the information contained in this report.

Event description:
As reported to coloplast though not verified, patient was implanted with restorelle mesh. Later the patient experienced urinary retention, pain, mesh erosion, bladder infection, dyspareunia, bowel problems, recurrence of incontinence, neuromuscular problems and vaginal scarring. An excision and explant of the mesh, lasering of the exposed mesh and cystoscopy were performed.